Event description:
Reportedly, the patient was seen at clinic and a non sustained ventricular tachycardia (vt) was recorded in stored egm¿s. Patient was admitted to hospital for not feeling well and a 12 lead ECG showed sustained periods of vt. The 24 hour heart rate curve also showed high rates for about 2 hours on (B)(6) 2014 but no egm to correspond with it. Physician was concerned that device did not recognize the arrythmia. The device was explanted and will be returned for analysis.

Event description:
Reportedly, the patient was seen at clinic and a non sustained ventricular tachycardia (vt) was recorded in stored egm¿s. Patient was admitted to hospital for not feeling well and a 12 lead ECG showed sustained periods of vt. The 24 hour heart rate curve also showed high rates for about 2 hours on (B)(6) 2014 but no egm to correspond with it. Physician was concerned that device did not recognize the arrythmia. The device was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, the patient was seen at clinic and a non sustained ventricular tachycardia (vt) was recorded in stored egm's. Patient was admitted to hospital for not feeling well and a 12 lead ECG showed sustained periods of vt. The 24 hour heart rate curve also showed high rates for about 2 hours on (B)(6) 2014 but no egm to correspond with it. Physician was concerned that device did not recognize the arrythymia. The device was explanted and will be returned for analysis.